Event description:
Additonal information received noted that the stimloc was used. Regarding if the electrode was able to be fixed it was noted: yes it was fixed in the external cap. Regarding what was thought to be the reason it was noted: looked like the dbs electrode was relatively too thin with resect to the cleft left by the pinched stimlock.

Event description:
It was reported that the stimlock did not fix the electrode sufficiently; "even the mechanism were closed, even the closing click we re notified". The patient outcome was noted as "ok".

Manufacturer narrative:
Stimlock: model # m924256a003, lot # 082214511a, implant 2012 (B)(6), explant unknown.